Event description:
Reporter indicated that during a visit, the pt's device showed high impedence on a system diagnostics test. X-rays were ordered, but it is unk if those x-rays have been taken. Attempts for more info are ongoing.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.